Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Ref MFR report: 1627487-2014-26274. It was reported the pt was receiving more stimulation on his left side than on his right side. One of the leads had migrated therefore the pt underwent a revision surgery where the lead was replaced. Post-op programming is pending. It is unk which lead was replaced so we are reporting on both leads.